Manufacturer narrative:
(B)(4). Device evaluation: in the pre-decontamination visual inspection no visible issue was noted. Traces of dry radiopaque solution were found in the inflation lumens. During the analysis negative pressure was applied with a syringe on the proximal and distal balloon. The test didn¿t show evidence of leak. Distal balloons was tested by inflating with a mixture of saline solution and radiopaque solution. Negative pressure applied and balloon deflated in 8 sec. The same analysis was done for the proximal balloon and balloon deflate in 18 sec.

Event description:
The mo.ma was used for cas (carotid artery stenting). The procedure went smoothly with stent implantation followed by blood aspiration, until the physician tried to deflate the proximal balloon of moma. The balloon was deflated slightly but not completely with about a half of the balloon remained inflated. At that point, the physician telephoned the sales rep to report the situation. In response, the rep provided the following advice: "possibly the moma is curved or kinked, causing the inflation lumen to be compressed or collapsed. So insert a stiff wire to stretch the moma and apply negative pressure using a rather big syringe." After the call, the rep headed to the hospital, and when he arrived, the procedure was already completed successfully with no adverse effect on the patient (although the completion was delayed for less than 30 minutes). The physician told the rep as follows: "as you said, the moma snaked through the aorta during delivery. When I extended the moma after removing the stent system, the balloon was deflated successfully." The target lesion was the right ica with 75% stenosis, lesion length of 20mm and vessel moderately tortuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.